Event description:
This unsolicited device case from (B)(6) was received on 09-oct-2015 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and experienced pruriginous eruption on all the body and around the site of injection. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unspecified date in 2015, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided). On (B)(6) 2015, few days after receiving synvisc one injection, the patient presented with a pruriginous eruption around the site of injection and then on all the body. On an unspecified date in 2015, the patient was hospitalized in an allergology department. On an unspecified date in 2015, patient recovered within an unspecified time frame. Further reported that the physician was in favor of an isolated reaction and for further injection of synvisc one, he recommended the administration of a prophylaxis treatment with an anti-histaminic drug. Corrective treatment: not reported for both the events. Outcome: recovered for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: inpatient hospitalization/ prolongation for both events. (B)(4).

Event description:
Based on additional information received on 24-dec- 2015, the case will be deleted as the product administered was not synvisc one but another product. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and experienced pruriginous eruption on all the body and around the site of injection. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unspecified date in 2015, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided). On (B)(6) 2015, few days after receiving synvisc one injection, the patient presented with a pruriginous eruption around the site of injection and then on all the body. On an unspecified date in 2015, the patient was hospitalized in an allergology department. On an unspecified date in 2015, patient recovered within an unspecified time frame. Further reported that the physician was in favor of an isolated reaction and for further injection of synvisc one, he recommended the administration of a prophylaxis treatment with an anti-histaminic drug. Corrective treatment: not reported for both the events. Outcome: recovered for both the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: inpatient hospitalization/ prolongation for both events french imputability: (B)(4) for both events. Additional information was received on 12-oct-2015: global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 24-dec-2015. The case was deleted as the product administered was not synvisc one but another product and hence case is no longer valid as there is no company suspect product.

Event description:
This unsolicited device case from (B)(6) was received on 09-oct-2015 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and experienced pruriginous eruption on all the body and around the site of injection. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unspecified date in 2015, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided). On (B)(6) 2015, few days after receiving synvisc one injection, the patient presented with a pruriginous eruption around the site of injection and then on all the body. On an unspecified date in 2015, the patient was hospitalized in an allergology department. On an unspecified date in 2015, patient recovered within an unspecified time frame. Further reported that the physician was in favor of an isolated reaction and for further injection of synvisc one, he recommended the administration of a prophylaxis treatment with an anti-histaminic drug. Corrective treatment: not reported for both the events. Outcome: recovered for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: inpatient hospitalization/ prolongation for both events. (B)(4). Additional information was received on 12-oct-2015: global ptc number and ptc results were added. Text was amended accordingly.